Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported conflicting results using binax now covid-19 ag card performed on (B)(6) 2021 on a nasal kitted swab, the results came back positive. Repeat testing was performed on the same day using binax now covid-19 ag card from a different lot number and it generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delays or impact in treatment due to test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 132151 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 132151, test base part number 195-430 / lot: 132151. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 132151 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive negative results (confirmed and unconfirmed, conflicting results) related to kit lot 132151 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.